Event description:
The complainant alleged that during incoming inspection of the device it shut down during charging up and then would not power up again. The complainant indicated there was no pt involvement with this reported malfunction.